Event description:
It was reported to philips that the status log has an auto test failure for the therapy pca. The customer reported a shock equipment failure at power on. There was no reported patient involvement.